Event description:
The hcp reported that the catheter was "clogged"; the pt experienced withdrawal symptoms, increased pain. The distal portion of the catheter was replaced. The pt outcome is reported to be "good".

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.